Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - kne-natural knee-tibial plate-unk. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: nkii crk tibial insert sz 1/2 r 11 catalog# 672011201 lot# unknown, nkii crk femur npc cemented 1 r catalog# 632000201 lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient is experiencing shin pain and thinned tibial cortices. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It is reported that patient is experiencing shin pain and thinned tibial cortices on the right knee. It was further reported the patient has increased pain with weight bearing, limited to indoor ambulation and uses a walker for extended walks. The patient is not doing her home exercises. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.